Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during routine check the cs300 intra aortic balloon pump (iabp) had power supply failure. The machine is not switching on the mains supply. No patient involvement.